Event description:
The customer reported while performing crossmatch/compatibility testing, the analyzer interpreted all the results as negative (compatible). The summary report indicated that 2 of the samples were incompatible. The customer repeated testing on the analyzer and obtained the same negative results. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive possible root cause was determined. An ocd field engineer indicated that the customer was passing all qc and the analyzer was functioning as expected. Service was not performed. Ocd complaint handling unit reviewed the provue results and confirmed that all the 5 samples were negative in the microtubes. This customer has not logged any complaints against this analyzer since the incident.